Event description:
It was reported that the patient received a left shoulder injection and subsequently the right ventricular (rv) lead exhibited high pacing lead impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).